Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing atrial activity. The patient received an inappropriate therapy. Lead dislodgement was suspected. The rv lead was explanted and replaced. The patient was stable.